Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. The product performs within specifications. Last basal delivery was on (B)(6) 2014@11:13am, tdd add up and reflect the basal target. Black box and alarm history confirm a manual prime operation of 32u on (B)(6) 2014@12:37pm. The pump powers ¿on¿ with a clear display and a fully functional keypad. The pump passes ¿ez-prime¿ operation and correctly displays ¿be sure set is disconnected from your body¿ before each prime operation. The pump reflected 24u after a 24hr on 1u/hr duration test, no "auto-prime" occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient alleged that the pump primed 20 units without user intervention, while the patient was attached. Reporter believes patient may have bumped something or that the dog may have stepped on pump, and denies any previous issues with the pump. Patient¿s bg was as low as 40 mg/dl with lightheadedness, unsteadiness when standing/walking and cognitive issues. Patient was admitted to hospital around 2 p.m., treated with food and drink, and discharged around 5:30 p.m. With a bg of 120 mg/dl. Patient has lost confidence in the pump and it will be replaced. This report is being made due to the patient having experienced hypoglycemia and, although no specific evidence of pump malfunction, defect, or misuse was detected, due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.